Event description:
During a coronary drug eluting stenting treatment procedure, a perforation occurred. The physician predilated the lesion in the tortuous and calcified left anterior descending artery with a 2.0x15mm balloon. The taxus express2 2.75x20mm drug eluting stent was deplolyed and inflated to 17atms. A perforation occurred when the stent was placed. The patient was sent for surgery. No information was provided about patient status. Additional information has been requested.